Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss- dislocation of the implant into the maxillary sinus.

Manufacturer narrative:
Correcting date received by manufacturer from january 12, 2026, to december 22, 2025. This is a follow up report for this corrected information.